Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint. Litigation alleges that patient experienced pain, discomfort, soreness, and tingling in the area of his hip implant. Additionally, metal ions and particles have been released into patient's blood, tissue and bone surrounding the implant. Patient will likely need to undergo premature revision surgery. Doi: (B)(6) 2008 - dor: none reported (right hip). Patient is a resident of (B)(6). Update: on 10/18/2012 pfs was received from legal, medical records were received from legal. There is no new information that would change the existing MDR decision. Records are available for further review. Patient demographics added. Update ad 25 apr 2018, (B)(4) has been reopened under (B)(4) due to receipt of ppf records. There is no new alleged information. The law firm name, manufacturing date, UDI, and patient harm has been updated as well. Impacted product record for the stem (157002135/a64gl1000), head (136552000/2559779), and liner (121887352/2494919) was added. Doi: (B)(6) 2008; dor: none reported; right hip.

Manufacturer narrative:
Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.